Event description:
It was reported that the patient had difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.